Event description:
It was reported that the pt experienced a shocking or jolting sensation at the tips of her toes and bottom of her feet. The pt had stimulation for her back and legs. The shocking sensation started 3-4 weeks prior to report, and occurred sporadically in all different body positions. The shocking woke the pt during the night of (B)(6) 2011. There was no known accident or incident related to the event. The pt had an appointment scheduled for (B)(6) 2011 at which a MFR rep was going to attempt troubleshooting. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).